Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the leak was a valve that provides water to r1 probe wells. Fse replaced the part and the issue was resolved. (B)(4).

Event description:
The customer reported the au 5800 system had fluid leaked under the analyzer. The leak was not contained and the amount of the fluid was not quantified. The customer also reported there was "3021 dist control secondary station err - unit 2" errors. No exposure reported. No erroneous results generated. Customer was wearing lab coat and gloves.